Manufacturer narrative:
Philips has investigated this complaint. The philips engineer has communicated with the customer via phone and confirmed that the system is not turning on and the reported issue was always occurring. The philips engineer did troubleshoot and found that there was bad connection of the hard drive disk in m-cabinet. After restoring connection, the issue was resolved by customer. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips.